Event description:
It was reported that during implant procedure, the right ventricular leadless pacemaker (lp) sustained a stretched helix. The procedure was completed using an alternate lp on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported event of deformed helix was confirmed. Final analysis found the helix was deformed upon receipt, consistent with having occurred during procedure. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.